Event description:
A customer reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions on how to perform a pump reset, which the customer agreed to do once home with access to charging supplies. The customer was advised to call back if the issue persisted. No additional information about the outcome was available.